Event description:
Medtronic received information that prior to use of a dlp left heart vent catheters, it was reported that hair was discovered inside the sterile packaging of the device. The hair was visible within the sealed sterile pack, before the pack was opened. Use of device was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of the dlp left heart vent catheter, it was reported that hair was d iscovered inside the sterile packaging of the device. The device was not used. Correction d2 (product code) d2.1 (common device name): these fields have been updated. Correction h6.1 (device codes (fdd/annex a)): this code has been updated. Device evaluation summary: visual inspection showed evidence of a hair-like piece of foreign material (fm). The reason for the return for fm was confirmed. Additional information received from the device evaluation shows that the sterile seal of the cannula peel pouch was not compromised by the hair-like material within the peel pouch. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Based on complaint history and risk analysis, the chance of hair-like fm resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.